Manufacturer narrative:
The returned product consisted of the rotawire drive. The wire body, proximal end, distal end, and spring tip were examined. Inspection of the wire did not identify any damages or defects. Functional testing was performed by attempting to advance the returned rotawire through the rotapro device. The returned rotawire was able to be advanced and removed from the rotapro device with no resistance or issues. Product analysis could not confirm the reported stuck rotawire, as the rotawire was received separately from the rotapro device and was able to be inserted and removed with no resistance or issues. Clinical circumstances could not be replicated.

Event description:
It was reported that device entrapment occurred. A rotapro 2.25mm and rotawire drive were selected for use for an atherectomy treatment to the right coronary artery (rca). Ablation was first performed with a rotapro 1.75mm. Then the 1.75mm was replaced with a 2.25mm rotapro and ablation was performed three times at 180,000 rpm. During dynaglide mode the rotapro 2.25mm and rotawire drive became entrapped during withdrawal. The tip of the rotapro 2.25mm detached and remained in the proximal rca. Retrieval attempts were performed using a guide catheter. The detached tip could not be retrieved. A balloon catheter was then advanced and inflated at the back of the burr and the entire guide catheter was removed. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. A rotapro 2.25mm and rotawire drive were selected for use for an atherectomy treatment to the right coronary artery (rca). Ablation was first performed with a rotapro 1.75mm. Then the 1.75mm was replaced with a 2.25mm rotapro and ablation was performed three times at 180,000 rpm. During dynaglide mode the rotapro 2.25mm and rotawire drive became entrapped during withdrawal. The tip of the rotapro 2.25mm detached and remained in the proximal rca. Retrieval attempts were performed using a guide catheter. The detached tip could not be retrieved. A balloon catheter was then advanced and inflated at the back of the burr and the entire guide catheter was removed. The procedure was completed with another device. No patient complications were reported.